Event description:
It was reported that the device was explanted after an implant duration of approximately 199.47 months. No further details were provided.

Manufacturer narrative:
Additional manufacturer narrative: operative report was requested but not received. Device is unavailable for return per surgeon's response. No additional information is available. Stenosis can be due to many factors depending on the implant duration including but not limited to: calcification, thrombosis and pannus. In this case, the exact cause of the stenosis has not been disclosed.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, per response received from the surgeon, the explant was not due to a device malfunction but due to stenosis of the native heart valve which necessitated replacement with a bioprosthetic device.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.